Manufacturer narrative:
Event was initially reported by a dispensing practice. No product has been returned and no written documentation has been received. Method - no lot information, no lenses, no device information, no examination of device was provided which could indicate if the device caused or contributed to the incident. Results - there is no direct casual relationship established between the medical device and the incident the patient complaints of. Conclusion - there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the event. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Patient was wearing avaira (enfilcon a) contact lenses on a daily wear basis. On (B)(6) 2011 the patient's right eye was uncomfortable for three days. Patient was diagnosed with a peripheral ulcer and was referred to a specialist. Patient was told to temporarily discontinue use on contact lens wear and was treated with antibiotics. Patient returned to the practice for follow-up and had a small corneal scar, but was able to return to contact lens wear. Patient is being monitored closely.